Manufacturer narrative:
No frozen screen or battery out limit alarm noted. The time advanced properly during testing. Insulin pump had no button response due to corroded keypad traces, minor scratches on display window, scratched case and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly and a frozen screen. The customer fixed the insulin pump's frozen screen with a battery change. The customer stated the "act" button was intermittently unresponsive. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).